Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The battery pack has an expiration date of march 2025, and the pads have an expiration date of september 2026. The maintenance schedule is reported as monthly. Communication with the customer: the customer stated that they are unable to perform the battery pack self-test as the battery is depleted. The customer was referred to the distributor for replacement battery pack and reviewed proper maintenance. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report this event occurred during patient use.